Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high for about five days despite changing the set and insertion site and treating with boluses. The blood glucose reading was 400 mg/dl. He treated with manual injection. The drive support cap appeared normal. The customer reported that the insulin had been bad and she got new insulin. The insertion site was not sore or irritated and the cannula was not bent upon removal. The date and time were incorrect and the customer was assisted in correcting it, and advised that the incorrect time could interfere with multiple basal rates. The customer declined to perform the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.